Event description:
It was reported that during a stent assisted coil embolization procedure, the stent (subject device) inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke. The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Only the stent was received. Analysis revealed that the stent was tangled, and the stent struts were bent, kinked and deformed. Dimensions which could be measured found the stent conforming to its required dimensional specifications. The root cause of premature deployment cannot be definitely determined. Available information confirmed that there was no excessive interference between the guidewire and stent system or any excessive force used by the physician. Damage to the stent likely occurred due to handling with excessive force while being snared. Based on information available, it is probable that some procedural and/or anatomical factor caused or contributed to the premature deployment of the stent. Therefore, a root cause of operational context has subsequently been assigned to this investigation.

Event description:
It was reported that during a stent assisted coil embolization procedure, the stent (subject device) inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil, it broke. The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.